Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to get stimulation and the remote will not communicate with the ipg. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.